Event description:
The customer reported 2 days after the pump was installed, a malfunction occurred. The distributor's technician checked the pump and concluded that the malfunction is in the cpu and the power supply board.